Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported that prior to use/patient contact for an unspecified procedure, the user discovered an angle tear at the second ink band on the stent. The device in use was a universal firm ureteral stent set. The description of the event came from the preliminary investigation of the returned device. Photos were received of the defective product showing where the tear began, starting at the side-port. The report stated that the stent was torn during removal of the tether. It was noted that the proximal coil of the stent was torn 2 cm from end of the coil at 2nd ink band and through the, first side port. No further information was provided, additionally questions have been sent to the customer to provide more information.